Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. During visual inspection, labels were undamaged, device was in good condition and no physical damage was found on the pump. Event history log showed high alarm displayed: downstream occlusion alarm messages. Could not perform no disposable alarm testing. During functional check, the reported issue was confirmed. Root cause was found to be the downstream occlusion sensor; it was replaced.

Event description:
It was reported that the device had a defective cassette issue. No patient injury reported.